Event description:
It was reported that there was a possible false asystole episode recorded. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies were found.

Event description:
It was reported that there was a possible false asystole episode recorded. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was explanted.